Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was completed by moving to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generator error. Analysis of log file showed several errors related to the generator. Upon troubleshooting, fse diagnosed errors related to arcs in the x-ray tube and deviations in the tube currents. Fse performed filament adaptation and calibrations on the tube, which did not correct all the problems, and confirmed the deterioration of the tube in its defect. To resolve the issue, fse replaced the tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be the grid switch. The tube failed with an insulation problem between filament and cathode head (small filament short circuit). The tube has been used for almost 5 years in the system. Grid switch failure is a known wear and tear failure mode of an x-ray tube at the end of its lifetime. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the x-ray generator. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.